Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The investigation revealed that on (B)(6) 2025 at 09:51 am, the sensor glucose (sg) value was 104 mg/dl and blood glucose (bg) value was 197 mg/dl. The bg value was not entered as calibration and was instead logged as a manual glucose event. A review of the alert history revealed that the customer did not receive a high glucose alert around the reported time as sg was below 185 mg/dl. The customer did not seek medical treatment and resolved the event by taking insulin. A review of the in-vivo raw sensor data did not reveal any anomalies, but showed variation in sensor values attributed to the differences due to the delay (lag) that often occurs between changes in bg values and the corresponding change in sensor readings, typical of cgm systems. The system was monitored for few days. Additional monitoring revealed that recent bg values entered as calibrations fit sg trends well. A review of 2 weeks' worth data (aug 19th to sep 2nd) post case closure was analyzed, and the system was working within expectations. B4. Date of this report: 12 nov 2025. G3. Date received by the manufacturer? 12 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of hyperglycemia event where the patient did not receive alert from eversense cgm system due to possible sensor inaccuracies. The event details are as follows: (B)(6) 2025 - time was not recorded by the patient- sensor glucose (sg)- 104 mg/dl, blood glucose (bg)- 197 mg/dl the patient did not seek medical attention and was able to self resolve the event by administering insulin.